Event description:
It was reported that the patient was brought to the hospital due to syncope episodes. Upon interrogation of the device, loss of capture without backup pulses were observed. The patient is pacemaker dependent. Technical support was contacted and gave a few reprogramming recommendations. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: report type, b1, b2, & h1.

Event description:
Additional information was received that the device was reprogrammed to resolve event.